Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.a review of all batch record documents for lot number h12e03033 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a minicap transfer set would not attach to the titanium adapter when the transfer set was being changed. Another new transfer set was able to be connected to the titanium adapter. Forceps and chlorhexidine wipes were used during the line change. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. Sample was confirmed for the reported problem because dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter connector was out of specification. Improvements were made to the mold and molding department procedures. A follow up report will be filed if any additional relevant information becomes available.